Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the upon unpacking the product and introducing it into the sheath, it was noticed that the stent was partially deployed. A second xience stent was used to complete the procedure with success. No additional event or patient information is available.